Event description:
Nurse went to answer 705-2 call light upon entering room, found on floor next to wheelchair in sitting position. Tried to stand up to turn off the tv. Nurses state that patient's r.n w/c alarm did not alarm at incident. Nurse states that the alarm went off earlier when nurse assisted with shower transfer before dinner.